Event description:
Pt's friend called lfs on their behalf alleging that their one touch profile meter would not power on. Pt was described as experiencing a burning sensation in their feet and legs during the time of concern. Pt took oral medication following the attempted use of their meter. Pt visited their physician's office for a blood glucose test. No result or treatment info was provided. The customer service rep walked pt's friend through troubleshooting. The batteries were replaced less than 1 year ago, batteries were in good condition, and were correctly installed. The pt neither alleged harm nor experienced injury. Based on the info, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting.